Event description:
It was reported by the caller that the boston scientific (bsx) farawave catheter had "a big clot" on it. The caller stated that after 2 pfa pulses were delivered in the left superior pulmonary vein, flower mode was selected in the carto study and the clot was noticed. Ice imaging was used to locate and track the clot. After some deliberation, the physician pulled the transseptal sheath and catheter back into right atrium as a unit (with the catheter not fully retracted into the sheath). At this point, the clot was not seen on the interatrial septum. After the sheath was removed from the body, 1.5 inches of clot was flushed out of the sheath. The case was aborted. No patient symptoms were noted- the patient is stable. What type of injury? Clot. What led to the discovery of the event? Ice imaging. How was it confirmed? Ice imaging via soundstar. Was there medical intervention provided to the patient? None. Last known patient status: stable. Which therapeutic/diagnostic j&j ep product was in use? Is it available for return? Soundstar, octaray, decanav. Physician¿s opinion on the cause of the issue: unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".